Event description:
The customer stated that he was hospitalized for low blood glucose. No blood glucose reading was reported. The customer changed the infusion set three days prior to the hospitalization. Prior to the hospitalization the customer stated that he could not get out of bed. The customer attempted to go to the restroom, but he lost consciousness and his wife called the paramedics. Troubleshooting was not possible because the insulin pump was alarming and the buttons were not responding. Advised the customer that the insulin pump needed to be replaced due to the button issue.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.